Manufacturer narrative:
Olympus esg-100 endoscope, olympus active cords (unknown model). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Damage to the active cord could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Olympus esg-100 endoscope, olympus active cords (unknown model). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Damage to the active cord could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a complex polypectomy, the physician used a cook acusnare polypectomy snare. The snare would not coagulate (would not burn). An olympus esg-100 generator was used with an olympus active cord. An attempt was made to use cook active cords [during the procedure]; however, neither of the cook active cords would fit the generator. All connections were verified and intact. The grounding pad connection was inspected and intact. After the cook snare was used, the physician elected to utilize a boston scientific snare which worked perfectly. At the end of the case, cook hot biopsy forceps were used and worked effectively. Olympus active cords were used and the same problem persisted. Clarification was received from the cook representative on 10/02/15 regarding the alleged device failure; the clarification is as follows: there was some transfer of energy that we were able to observe through hands-on experimentation afterwards [after the procedure], but there was no cutting [snare burned but would not cut]. As an aside, this complaint has been resolved, as we were able to achieve an improved cutting coagulation ability that the customer is satisfied with by adjusting generator power settings.